Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received several electric shocks. It was also reported that there was a short in this right ventricular (rv) lead. Patient was seen in clinic. Based on device programming the patient's ICD treated the arrhythmia appropriately. It appears that it could have been a supraventricular tachycardia (svt) but this was a single-chamber device that cannot detect this type of rhythm and the rate was in the programmed therapy zone. No additional adverse patient effects were reported. Currently, this lead remains in service.